Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or pump errors noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer¿s blood glucose level was 274 mg/dl at time of incident, 335 mg/dl treated with bolus and blood glucose was rising. Customer reported that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was bent. Customer was treated for high blood glucose by manual or insulin pump. Customer reported that they have contacted their health care professional regarding the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.